Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 the tubes were removed due to a peritonitis. Patient was placed on a apomorphine pump and an unknown antibiotic. Duodopa treatment was stopped.